Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that the white light screen was shifted and above all the icons there was a black line 8 inch wide above that a white line starts a quarter a way across. Customer troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no missing segments or partial display noted during testing. (B)(4).